Event description:
The account alleged that the bed had no functions. No patient impact.

Manufacturer narrative:
The technician replaced the power control board module and the left hand caregiver board to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.